Manufacturer narrative:
Batch review performed on 29 july 2021: lot 2001815: (B)(4) items manufactured and released on 16-10-2020. Expiration date: 2025-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional devices involved: batch review performed on 29 july 2021: reverse shoulder system 04.01.0121 humeral reverse hc liner ø36/+6mm (k170452) lot 2000923: (B)(4) items manufactured and released on 5-05-2020. Expiration date: 2025-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2003848a: (B)(4) items manufactured and released on 26-01-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
2 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the metaphysis, glenosphere, and liner. The surgery was completed successfully.